Event description:
Pt called out to staff that he/she was bleeding. The reporter investigated and noted there was blood on pt's arm and on chair. The reporter looked for the source and found that it was coming from the tubing of the fistula needle. Pt did not want to be cannulated again, so blood was rinsed back via arterial needle. Venous needle was the one leaking. Family and doctor notified. No problems noted.